Event description:
It was reported the tlc55 was used during a bowel resection. It was reported the device would not fire. The firing knob could not be advanced. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49702. Ees #.981184/a. Proximate linear cutter based on the info received and the visual and functional results, it was concluded that the reported incident was due to the staple retainer broken off inside the cartridge which prevented the instrument from acheiving a full stroke. The instrument was received with the cartridge loaded on the instrument and the staple retainer broken off inside the knife slot. The staple retainer was removed and the instrument was fired with the returned cartridge. It fired and formed the remaining staples as designed. It should be noted that when removing the staple retainer, it should be removed in an upward position. If the retainer is twisted or torqued, it may cause the retainer to break.